Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that out of range rv lead impedance was noted, in addition to increasing rv capture threshold values. Noise was detected on the rv lead and resulted in delivery of inappropriate therapy. Lead remains implanted.